Manufacturer narrative:
The oad was returned with a non-csi wire engaged in the fractured driveshaft section. A cut was also observed in the driveshaft/saline sheath near the handle. Additional damage and stretching to the driveshaft and saline sheath were observed. This damage was likely the result from troubleshooting and removal efforts of the oad during the procedure. Scanning electron microscopy (sem) analysis of the driveshaft fracture showed evidence of cut filars and tensile failure on the distal fracture. It is possible the driveshaft fractured due to tensile forces occurring during removal attempts by the physician. Review of the device data log identified stall events followed by several start switch presses, which did not start the oad due to a stall lockout. It was unable to be determined it the stall events were related to the reported event. The cause of the events was unable to be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The diamondback 360 peripheral orbital atherectomy device (oad) crown became stuck in the anterior tibial artery (at) during treatment. The physician was unable to remove the oad. The oad driveshaft and crown fractured, and approximately 2 centimeters of the driveshaft remained in the at. Prior to the procedure, the at was completely occluded and therefore the physician did not have concerns that the at would remain occluded, without impact to flow. The physician placed a stent in the superficial femoral artery down to the peroneal artery. The procedure was complete without further complications. The patient was in stable condition.